Event description:
It was reported that the balloon ruptured, and removal difficulties occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatations with 3.00 non-boston scientific balloon catheters, a 3.50 x 32mm synergy megatron drug-eluting stent was advanced in a 6f non-boston scientific (bsc) guide catheter with two wires and a 2.00 x 20 balloon, but it failed to advance the lesion. The stent was removed and noted to be intact. The 2.00 x 20 balloon was removed, and the stent was successfully delivered again across the lesion. However, following the initial inflation at 3-4 atmospheres for minimal seconds, and during deployment, the balloon ruptured. The deflation was instantaneous as the balloon ruptured. Contrast was seen on the angiography, and blood came back into the insufflator. When the balloon was removed, it would not retract back into the non-bsc guide. Subsequently, the balloon was removed in one piece by deep seating the non-bsc guide into the vessel. The 1.50 x 8mm, 2.00 x12mm, and 2.50 x12mm balloon catheters were delivered and the stent was fully expanded, post-dilated with a 3.50 x15 non-compliant balloon. No patient complications were reported.